Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high in-range pacing impedance. Physician suspected lead fracture. During revision procedure, the rv lead was inspected and fracture was observed. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.